Event description:
The customer reported that the system displayed an error message and there was no fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The customer cancelled the service call. No add'l info is available.